Event description:
N/a.

Manufacturer narrative:
Corrected fields: d4-version or model and medical device problem code. Updated fields: b4, g1- contact person at mfg site, g3, g6, h2, h6- type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) assumed that the unit had a possible blood back. But the preliminary investigation showed no fluid (blood) intrusion. Also observed the log files and found nothing to indicate a possible blood back. Unit was due for a pm. During the pm it was discovered that the safety disk and tidal volume disk had expired and iabp was giving the warning. Fse replaced the safety disk and tidal volume disk. Both parts replaced are normal consumable parts that needed to be replaced per sop. Performed all functional tests and calibration. Returned to customer.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10.

Event description:
N/a.

Event description:
It was reported by customer during use, that the cardiosave intra aortic balloon pump had blood leak inside the machine. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.